Event description:
Falsely high glucose (gluc) result from a single patient sample that was generated by the synchron lx20 instrument. The customer indicated that a gluc result "greater than 500mg/dl" was reported out of the lab. The physician questioned the result and lab retested the patient sample for gluc. The repeated gluc result was 102mg/dl. It is unknown if treatment was initiated or withheld as a result of this event.